Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The selected common gas outlet selector, ventilator interface board, and the filter board were replaced.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly exchanged out the anesthesia machine. There was no reported patient injury.